Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory a thorough product analysis was performed. The memory of the device noted low out of range impedance measurements on the rv lead. The memory also noted lead impedance measurement timeouts which results in three faults within fourty-eight hours that put the device into safety mode. Review of the device diagnostics noted the device had higher power than calculated the day of implant. The device case was removed and a high current was noted when a pacing load was attached to the rv. The cause of the high current was confirmed to be an anomaly within the mixed mode integrated circuit.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that during the two week follow-up appointment, this right ventricular (rv) lead noted high threshold measurements. Further investigation revealed some loss of capture. There was no documented asystole greater than two seconds and the patient had an underlying rhythm of 65 bpm. High, out of range impedance measurements were reported, but could not be confirmed. A revision procedure was scheduled. During the revision, helix extension/retraction issues were noted. As a result, the rv lead was explanted and replaced. One month later, the device was explanted for an unrelated cause. No additional adverse patient effects were reported.